Event description:
Reporter called lfs and alleged that the pt's meter was reading inaccurately high. The pt tested on their meter and obtained result of 320, 28, 272, and 247 mg/dl. They were comparing these results to normal readings. They phoned their physician, who came to their house and tested their blood sugar. The result at that time is not known. No treatment was given. The pt also performed two control tests, both failed. The test strips were in good condition, codes matched, and the technique for applying the blood was correct. Based on the info provided, the meter did malfunction. There is no evidence that the pt suffered a serious injury. New control solution and strips are being replaced for the pt's comfort. No further info has been reported.